Event description:
Information received indicates the right foot caster wheel popped off of bed.

Manufacturer narrative:
The technician found the screw connecting the wheel to the frame was missing. He replaced the screw to repair the bed.